Event description:
Doctor stated that during a tooth extraction a nickle-size burn occurred to the left lower lip. No intervention was required except vaseline. The bur guard felt hot to the touch. There was no injury reported to user.